Event description:
A physician reported that an error message ¿please re-tighten the tip" was displayed before cataract surgery (with (iol) intraocular lens implant). The surgery was performed and completed after replacing the product with another one. No patient impact was reported. This report pertains to phaco tip involved in reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a tray with other items were received for the report. Sample was visually inspected and found to be conforming. Functional thread check was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for visual and functional testing associated with the reported event; therefore, reported issue was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specifications. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).